Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed. Following reprogramming, additional oversensing of noise was noted on the rv lead. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.